Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies.

Event description:
It was reported that: "I have a young patient...that requires a revision of a stanmore custom grower. I am arranging a custom implant...to link the proximal femoral stem to the new distal femur." Reason for revision: loosening.